Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported failure to capture and high pace impedance measurements, while the dislodgment allegation was not confirmed.

Event description:
It was reported during the implant this right atrial (ra) lead had to be repositioned three times due to out of range pace impedance measurements as well as loss of capture during pacing system analyzer (psa) testing. During repositioning attempts the ra lead kept dislodging. A new lead was used. This lead was returned. No additional adverse patient effects were reported.